Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6)2021, the patient's mother reported that the patient faced a bent cannula. Therefore, the patient went to the emergency room and was subsequently hospitalized, where she received insulin drip intravenously as corrective treatment. Reportedly, the site location was patient's abdomen and the infusion had been used for two days. The patient was hospitalized overnight. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.